Event description:
Doctor reported loosening of prosthetic part and loose connection at tooth site 44. Doctor also indicated peri-implantitis with edema and inflammation. Infection was indicated due to screw loosening. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Implant remains implanted. Placement date of the screw: (B)(6) 2023 & removal date: (B)(6) 2026. This event refers to the peri-implantitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided, d10. Concomitant medical products, iunihg, certain gold-tite hexed screw lot unknown, h6: event problem codes ¿ patient code: 1932 inflammation, 1994 pain. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.